Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) implant detect did not complete because the patient was in atrial fibrillation and the atrial lead was not active.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was not showing diagnostic data. It was determined that the ipg implant detection was never completed. The ipg was re-programmed to turn the implant detect to complete and the ipg remains in use. No patient complications have been reported as a result of this event.